Manufacturer narrative:
Concomitant medical products: product ID 399945, lot# v561246, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their paddle lead in their back burns a lot. They also noted that the paddle lead is shocking them. The patient stated that their recharge frequency has decreased from 14 days to 5 days. The patient noted that as soon as they stoop forward, their lead starts burning and feels like a blowtorch. They mentioned that during daily activity, their back would start raising hell from their spine area up by their shoulder blades all the way to their waist. The patient stated that they changed to program c at 6.3 volts, as programs a and b (3 volts) do not hit the spots that program c does. It was reviewed of setting and usage can affect recharge frequency. They mentioned that when they slightly twist, they get shocked and would jump. They stated that they would turn the stimulation off for 2-3 hours, but then their leg would start throbbing, hurting, and would go numb. The patient would then turn the stimulation back on, and they would be alright. They noted that they only got shocked for a couple of days, and then it didn¿t occur anymore. The patient stated that they spoke to their healthcare provider, who ordered a mylogram with contrast. However, when the patient arrived at the hospital, they were unable to have it done, as they have had kidney problems since before being implanted. The patient was redirected to a healthcare provider. New healthcare provider listings were sent to the patient, as their current one was too far away from them. No further complications were reported. The patient was implanted for non-malignant pain and post lumbar laminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that getting a CT scan was in the works because it felt like the ¿sensor¿ was pulling and painful, like a weight pulling on a fish hook. The patient noted he was using it at 6v and had to charge every 5-6 days and last month the device was shocking him when he would twist so he turned it off. The patient stated when stimulation was off his leg goes numb after 5-10 seconds. Further information received from the consumer reported that he talked with his healthcare provider about getting reprogramming and getting a myelogram to find out if the sensor had moved. The patient stated when he first got the device there was no problem until the last 90 days and the burning and heavy pulling hadn't changed but the shocking had gone away. Additional information from the patient reported that the he had a CT scan the week before and it showed the leads and implant were in place. The patient added that six months ago his butt started to get numb and sometimes he gets into a mode where suddenly his hips are vibrating. The patient had pain down his leg and across his back which was why he got the implant.